Event description:
The patient's dura was punctured during the trial procedure. Shortly after the surgery, the patient reported a headache. The surgeon administered a blood patch. The patient is reportedly doing well.

Manufacturer narrative:
The explanted product was discarded by the medical facility, and will not be returned for evaluation.